Event description:
Pt alleges she is having problems with hardening and localized pain in both breasts; therefore, her plastic surgeon has recommended she have her implants removed. It was also confirmed by an ultrasound which suggested that leakage has occurred in her right breast.